Manufacturer narrative:
The hospital's biomed replaced the expiratory channel printed circuit board pc1784. This replacement solved the problem and the ventilator functioned without deviation. Our service engineer who was dispatched to the site after receipt of the medwatch report collected device logs but the replaced pc 1784 had been disposed of and therefore not available for investigation. The reported shutdown could not be confirmed in received event logs since the event had occurred in (B)(6) 2013 and the logs were overwritten. The reported technical error 35, te35, indicates a communication failure or pc 1784 failure during startup. Te35 was confirmed in the technical log but since no part is available for investigation it is not possible to determine the root cause of the failure. Per design te35 or a defective pc1784 would not cause a shutdown. (B)(4).

Event description:
Medwatch (B)(4) stating that: "during pre-use test / setup the machine shut down inadvertently. There was no pt connected but if pre-test would not have been done the vent could have shut down on the pt. The machine indicated an error 35." (B)(4).